Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent monitor pins) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, breaking the black pulse wire on the receptacle. The root cause for the damaged pulse wire was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor's pins were bent.